Event description:
It was reported the customer received a keypad anomaly. The customer stated their up arrow was sticking. Customer's blood glucose was 175 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer declined a replacement insulin pump at the moment. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).